Event description:
Reportable based on device analysis completed on 18-aug-2025. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 24mm was returned for analysis. A visual and tactile inspection identified no issues were noted with the hypotube shaft. A visual and tactile inspection identified multiple kinks along the shaft polymer extrusion. The entire stent was damaged and not crimped onto the balloon. A microscopic inspection identified balloon cones was not subjected to positive pressure. Crimp markings were visible on the balloon material. The bumper tip was slightly flared at the end.